Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, increased sensitivity, abscess, fistula and inflammation. No further patient complications were reported.